Event description:
It was reported by the customer's nurse that the customer thought the drive-support cap that needed to be recessed was actually the dome label sticker. Customer stated the previous insulin pump did not have a problem. Customer was unaware what the drive support cap was. Customer then stated she was high earlier with the previous insulin pump. Customer was advised to discontinue the use of the insulin pump. Customer declined to troubleshoot for high blood glucose. The blood glucose reading was 375mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a drive support cap that was flushed with the insulin pump. The customer's blood glucose was 425 mg/dl. The customer had been experiencing high blood glucose levels despite not eating anything. The customer declined troubleshooting for her blood glucose. The customer was unaware of how the damaged occurred. Advised customer to treat per healthcare provider's instructions. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to revert to her medically prescribed back-up plan. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The information provided with the initial report regarding the drive support disk was incorrect. The correct information had been provided with this report.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.